Event description:
The customer reported via phone call that she keeps receiving an unexpected restart alarm every time she changes the battery. Customer's blood glucose was 48 mg/dl. Customer was walked through clearing the alarm and setting the time. Customer stated that her blood glucose was low when she woke up this morning. Customer also stated that she will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.